Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter, receiver, and smart device. No additional patient or event information is available. Data was returned and evaluated. The reported event of loss of connection was confirmed via data. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and will boot. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and passed. A review of the downloaded data log did not confirm the reported event of loss of connection. A root cause could not be determined.